Event description:
Additional information was received form the patient. It was reported that patient had to recharge the ins all the time and had trouble recharging (issues recharging started "like the beginning of (B)(6) 2019). A rep tried for hours to recharge the ins. Patient was able to get the ins charging so they left but when she got home the ins would not charge. Patient tried to get the ins recharged for like 3 days and then ins was replaced shortly after the issues recharging began.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) battery was overdischarged because the patient forgot their charger while traveling. The rep was instructed to meet with the patient to reset the device and clear the power on reset (por). It was reviewed that the battery was very unstable when just out of overdischarge, thus it might take more than a quarter battery to clear the por. In the end, the issues resolved, and the patient was alive with no injury. There were no further complications reported or anticipated. Additional information was received from the patient. It was reported that the patient went home to charge afterwards and the ins stopped charging again so the patient got a replacement ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the overdischarge was due to the patient having issues charging and connecting to their battery. The ins was replaced on (B)(6) 2019.